Event description:
I had a inflamed/burning/blistering skin reaction to prescribed electrode patches used with an mcot (mobile cardiac outpatient telemetry) cardiac telemetry device. The patch was labeled lot u600401, ref 02-01609 exp 2023-09. Day 1: skin prepared as instructed. Day 2: itching developed. Day 3: patch changed/skin prepared as instructed. Day 4: itching developed. Day 6: itching developed. Patches changed/skin prepared as instructed. Day 6: itching/red inflamed bumps developed. Day7: patch removed. Skin red/inflamed and itchy. Red bumps/patches where electrode was developed and some bumps began blistering. Sneezing, sinus inflammation and slight headache began. Patch was removed permanently. Skin washed with water to remove patch adhesive/gel. Day 7: began treatment with clobetasol propionate ointment .05% on non-blistering spots to reduce inflammation. FDA safety report ID# (B)(4).